Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument tip was found stuck together and would not open. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use; there was no damage noted. The nurse said that they found that the blades did not open when they tried to wash the instrument after procedure. The cannula was inspected prior to use. The pin gauge was not used to inspect the cannula. It is unknown if arcing was observed during the procedure. It is unknown what type of surgical task was being performed when the issue was noted. The instrument connectivity was proper. The customer was utilizing erbe generator during the procedure using cut: 3 end coag: 3 energy settings. The instrument tips did not collide with any other instruments during the procedure. The instrument tips did not touch any staples, clips, or sutures while energizing. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have melted blade at the tip of the blade. The blades are melted causing them to fuse together and not allow opening. The complaint was confirmed by failure analysis. Additionally, further investigation of the instrument confirmed that it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly. The instrument was not fully functional.